Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
On (B)(6) 2015 - it was reported that a pt that has a midline inserted 12/26, the line allegedly ended up with a whole in it at the end of the pink part of the cathlon where it meets with the catheter.